Manufacturer narrative:
(B)(4) - disintegrate. The investigation report is made. There is no returned product or pictures to assist the investigation. Therefore, the investigation is based on the available info from the complaint description. It is a fact that the filter was pulled back into the sheath. According to the IFU, section 13 the pre-exposed filter can be advanced, but never pulled back into the sheath. Doing so will damage the shape of the filter. No evidence exist to confirm the product was not manufactured to current specifications. Monitoring for similar events will continue.

Event description:
Info was provided that the facility contact person advised the regional manager that the filter disintegrated in the vena cava; however, the physician informed the cook area rep that the filter was defective. The area rep examined the filter and does not believe the filter was defective, rather it is believed that the physician tried to deploy the filter at the femoral approach, did not like the placement and tried to resheath the filter. When pulling back on the filter, the secondary struts ripped the ivc open. The physician immediately cut the pt open, removed the filer and the vena cava was sewn up. The pt is doing fine and did not experience any adverse effects due to this observation.